Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection of the photographs revealed that both samples had a cut tube. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) flow regulator sets were broken and had water leakage. The issue was identified during unspecified process steps before use on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.